Manufacturer narrative:
Additional information: section h.6. The recipient reportedly experienced intermittent lock issues. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: d.6a & h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed damage to the braze, and epoxy header. In addition, the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests. This device had moisture that exceeded the residual gas analysis (rga) test limit. It is believed that the failure of this implantable cochlear stimulator (ics) device was caused by a loss of hermetic seal. This is concluded from the rga data. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d.4, d.9, h.4. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.